Manufacturer narrative:
Reported event of probe failed to cauterize. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an injection gold probe was used in the duodenum during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the injection gold probe failed to cauterize the intended site. The device was removed and the procedure was completed using injection and hemostatic clips. Additionally, no visible damage to the complaint device or its packaging was reported. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual evaluation of the returned device found no issues. The needle would extend and retract when the handle was actuated. An electrical evaluation was performed, which included load and isolation of electrode tests; the device was found to be within specification. The condition of the returned device was not consistent with the complaint that the device failed to transmit current; the complaint was not confirmed. The returned device showed neither evidence of the alleged issue nor any defect which could have contributed to the event. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an injection gold probe¿ was used in the duodenum during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the injection gold probe failed to cauterize the intended site. The device was removed and the procedure was completed using injection and hemostatic clips. Additionally, no visible damage to the complaint device or its packaging was reported. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.